Manufacturer narrative:
The reported event of failure to remove lead from the header was not confirmed. The device was received with normal output and telemetry communication. Visual inspection found no lead insulation or foreign material in the header. Analysis performed including header connectors evaluation, saline cross talk and output verification did not identify any functional issues. There were no device anomalies found that would have contributed to the issue reported from the field.

Event description:
It was reported that during a lead revision procedure, part of the lead insulation was stuck in the header of the pacemaker. The pacemaker was then replaced. The patient was stable before, during, and after the procedure.